Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and act button of insulin pump was hard to press for priming and often gives error that prime needs to restart. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that rubber ring fell off also the battery lasts only for one week. The customer declined the troubleshoot. Customer also stated that insulin pump rejected new batteries and receive no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomalies, no excessive no delivery/occlusion, motor error alarm, reset alarm, failed battery alarm and low battery alarm due to unresponsive button. The motor was tested outside of the device and passed. No button error alarm during testing. However, keypad flattened button dome switch was found on bolus, esc and act. Device received with missing reservoir tube o ring, broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).